Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04138, 2134265-2018-03863, 2134265-2018-04118, 2134265-2018-04117. It was reported that the patient developed complications and died. An angiojet® zelantedvt¿ catheter was selected for use during a mechanical thrombectomy and dialysis graft angioplasty procedure. The target lesion was the patient's right arm arteriovenous (av) fistula that was clotted. The patient was given hydration prior to the procedure. The patients allergies were confirmed (gabapentin). Using ultrasound, two access sites were obtained: one av and one vascular access (va) site. An unspecified angled glidewire was advanced into the av site and the vessel was dilated with non-bsc 6 and 8 fr dilators. An unspecified 9 fr sheath was inserted and connected to heparinized normal saline (ns) drip flush. The glidewire was then removed and advanced through the va access. The vessel was dilated. An unspecified 9fr sheath was inserted and connected to a heparinized ns drip flush. The sheaths were sutured in placed. Then the physician set up for use of angiojet. The zelante catheter was advanced over the glidewire into the av sheath and the physician started pulse spraying the av fistula. An unspecified catheter was advanced into the va sheath and pulse spray was performed. Multiple passes through both sheaths were done with the pulse spray. The catheter was removed. Then a 8x80x75 mustang pta balloon dilatation catheter was advanced into the av sheath. Angioplasty was performed in the right subclavian stent. The catheter was repositioned multiple times with multiple inflations to break up clot throughout the vessel. Then it was removed and advanced through the va sheath. Angioplasty was performed and then the device was removed. Tpa was administered in each sheath. Fistulogram was taken and recorded throughout the fistula. The angiojet catheter was advanced into the av sheath and thrombectomy was performed. The catheter was then removed and advanced into the va sheath, thrombectomy was performed. It was then noted that the patient's oxygen saturation decreased from (B)(6)% to (B)(6)%. The catheter was advanced back into the av sheath and thrombectomy was continued. The anesthesiologist arrived and the patient continued to have desaturation. Tpa was administered in each sheath. The non-bsc glide catheter was advanced into the av sheath and then removed. The non-bsc catheter was inserted over the non-bsc wire in the av sheath. Embolectomy was performed. Then the non-bsc glide catheter was advanced into the av sheath. Fistulogram was taken and recorded. The 4x40x75 mustang pta balloon dilatation catheter was advanced over the non-bsc wire into the av sheath and angioplasty was performed in the right fistula. The balloon catheter was removed. A non-bsc catheter was advanced through the av sheath. Embolectomy was performed. The non-bsc glide catheter was advanced into the va sheath and then removed. The non-bsc glide catheter and angled glidewire were advanced into the av sheath. Fistulogram was taken and recorded. The catheter was removed. The 7x40x75 mustang pta balloon dilatation catheter was advanced through the arterial sheath. Angioplasty was performed with multiple inflations. The balloon catheter was exchanged for the 12x40x75 mustang pta balloon dilatation catheter. Angioplasty was performed with multiple inflations. The balloon catheter and wire were removed. The non-bsc glide catheter was inserted. A fistulogram was taken and recorded. The catheter was removed over the glidewire. An unspecified 9fr dilator was advanced into the sheath. The dilator was then exchanged for the non-bsc glide catheter. A fistulogram was taken and recorded. The catheter and glidewire were removed. An unspecified 7 fr sheath and glidewire were advanced through the 9fr av sheath. Mechanical thrombectomy was performed with a non-bsc 7 fr sheath. Aspiration was performed. The non-bsc 7 fr sheath was removed. The 9fr av sheath was removed and a hemostasis device was used to obtain hemostasis. The non-bsc glide catheter was advanced through the sheath over the angled glidewire. A fistulogram was taken and recorded. Anesthesiologist called. Oxygen saturation reading was (B)(6)%. Patient developed a nosebleed. The 9fr sheath was exchanged for a non-bsc 10fr sheath. A hemostasis device was secured to the skin over the access site with suture. The sheath was removed and hemostasis obtained. The procedure ended. A gauze and tegaderm dressings were applied over the sheath sites. The patient then had agonal breathing, lost blood pressure and pulse, and died. The patient had a dnr status. All medications were given per verbal order of the physician. 175ml of isovue contrast was used during the procedure. The physician reported that the official cause of death is unknown. There were no abnormalities/issues noted with the performance of any of the zelante catheter or the mustang devices used in the procedure. The patient had multiple co-morbidities and specifically requested to be a dnr prior to the procedure. The physician mentioned that when the oxygen saturation dropped from (B)(6) to (B)(6), a clot appeared to have been dislodged and possibly migrated to the lungs. However, this was not confirmed by imaging.